Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
Subsequent to the initial MDR, additional information is required.

Event description:
It was reported that the sensor stopped working (unspecified error message) when the patient experienced an adverse event. On 04/16/2024, around 11:00 pm, the patient went to bed and her husband was watching the news. She said that she didn¿t go to bed without looking on the sensor and was confident that things were okay. The patient lost consciousness and her husband found her unconscious on her bed. There was no cgm reported before the event. The husband called 911. When the paramedics arrived they took a bg reading which was 38 mg/dl. They treated the patient with intravenous glucose. The patient regained consciousness and was not taken to the hospital. At that point the patient was experiencing headache. At the time of the report the patient was stable. Data analysis confirmed the allegation of the sensor stopped working. The probable cause was determined to be signal loss under one hour. Complaint allegation falls within the expected performance. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.